Event description:
Revision surgery - due to the joint being loose, unstable, and having wear on the posterior condyle insert.

Manufacturer narrative:
The initial cause for revision surgery was due to a loose joint and unstable wear on the posterior condyle insert. The products associated with this event were not returned for examination. A review of the DHR showed no associated ncmrs with the product. There is no information reported that showed a material, design or manufacturing problem with the product. There is no information reported about any patient injuries, activities, accidents or medical contraindications that may have contributed to the need for revision surgery. The revision surgery was completed successfully. There are no indications of a product or process issue affecting implant safety or effectiveness. The root cause for instability was most likely a worn insert as originally reported.